Manufacturer narrative:
The reported issue could not be confirmed; however, a different issue was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button was not functioning properly. There was no impact to the customer's blood glucose level. It was indicated that the pump would continue to be used for diabetes management until replacement pump is received.